Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed with naked eye noted a particulate matter (insect) inside an unopened pouch. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an insect inside the packaging of a homechoice cassette; further described as " the insect appeared to be laying on the tubing, but the patient was not able to confirm if it was inside or outside the fluid pathway". This was noticed before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.